Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a patient with a history of 25% right common femoral vein clot was scheduled for inferior vena cava (ivc) filter placement. Under fluoroscopic guidance, the left common femoral vein was accessed. A venacavogram was performed which demonstrated normal renal flow. The ivc filter was then deployed in an infrarenal location. The filter was well seated. The patient tolerated the procedure well and hemostasis was obtained. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for detachment of filter limbs and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached superiorly to filter at level right upper renal vein and tilted with the filter embedded in the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached superiorly to filter at level right upper renal vein and tilted with the filter embedded in the wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two months later, a computed tomography angiogram of chest was performed which showed no definite filling defects noted within the proximal pulmonary arteries. After one month, an x-ray abdomen was performed which showed inferior vena cava filter was noted. After one month, an x-ray abdomen was performed which showed inferior vena cava filter was noted. After two weeks, an x-ray abdomen and pelvis was performed which showed inferior vena cava filter was noted at the level of l3. After one month, an x-ray abdomen was performed which showed inferior vena cava filter was noted in unchanged position adjacent to l3. After eight year and five months, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted. After four months, a computed tomography of abdomen and pelvis was performed for left flank pain. The study showed that inferior vena cava filter was noted at superior l3 to superior l4 without migration. Filter tip was noted at the level of right lower renal vein. Right posterior filter tilt with coronal image showed 8 degrees tilt and sagittal image showed 20 degrees tilt. Fractured strut at superior to filter at level of right upper renal vein. Grade ii perforation was noted. After one year and eight months, a computed tomography of chest, abdomen and pelvis was performed for chest and abdominal pain. The study showed that inferior vena cava filter was noted. Therefore, the investigation is confirmed for the alleged filter tilt, filter limb detachment and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,g3,h6(device, conclusion) , h11: b1,b7,g1,h1,h6(patient, method, result), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.